Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during puncture on a laparoscopic procedure, the balloon did not inflate. In order to complete the case, they changed another new device. There was no patient injury.